Event description:
It was reported that approximately 2.5 hours during a da vinci si cystectomy procedure, arcing was observed coming from the tip cover accessory installed on the monopolar curved scissors (mcs) instrument and made contact with the patient's bowel which required repair via stitch. The procedure was reported to be completed successfully without further issue. The patient was reported to be recovering as expected and did not sustain any lasting injury or adverse outcome.

Manufacturer narrative:
The accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined, however during an (B)(6), 2010 conversation with robotics coordinator (B)(6) stated that intra operative collisions likely occurred during the procedure and was the preliminary cause of the event however this has not been confirmed. If the accessory is returned for evaluation or if more information is obtained a follow-up MDR will be submitted.